Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported "the patient complains of increasing pain in the area of the left hip since the summer of 2020. A skeletal scintigraphy was already performed in the fall of 2020, which revealed a suspected loosening of the shaft. The radiological follow-up now showed a fracture of the left shaft".

Manufacturer narrative:
Reported event: an event regarding crack/fracture, loosening and intraoperative fracture involving an unknown shep stem was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: visual inspection of the returned device confirms that the device was fractured. A material analysis has been performed. The report concluded: the stem fracture occurred due to cyclic fatigue mode fracture propagation leading to a final overload separation. There were no materials non-conformances discovered, nor manufacturing defects found on the surfaces investigated here. -clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: the patient underwent a tha apparently in 1993. The cemented all-polyethylene cup revised due to loosening in 2015. Unfortunately, heads for the shep stem were no longer available and a custom taper for a bioball delta head was manufactured by another company. The stem was felt stable at the time with proximal osteolysis. In 2021, the shep stem fractured. The proximal portion appeared loose and the distal portion well fixed. The revision surgery was complicated by intraoperative fractures. A root cause for the etiology of the stem fracture could not be determined without additional medical records and/or evaluation of the explant. That said, the cause was likely proximal loosening secondary to osteolysis and resultant metal fatigue through one of the stem fenestrations after 28 years of service. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: clinician review of provided medical records revealed that in 2021, the shep stem fractured. The proximal portion appeared loose and the distal portion well fixed. The revision surgery was complicated by intraoperative fractures. The cause was likely proximal loosening secondary to osteolysis and resultant metal fatigue through one of the stem fenestrations after 28 years of service. A material analysis has been performed. The report concluded that the stem fracture occurred due to cyclic fatigue mode fracture propagation leading to a final overload separation. There were no materials non-conformances discovered, nor manufacturing defects found on the surfaces investigated here. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported "the patient complains of increasing pain in the area of the left hip since the summer of 2020. A skeletal scintigraphy was already performed in the fall of 2020, which revealed a suspected loosening of the shaft. The radiological follow-up now showed a fracture of the left shaft". Update per medical review: "[...] There was proximal osteolysis in the metaphysis [...] Adverse event identified: [...] Broken shep femoral stem leading to complex revision surgery and intraoperative fractures. [...] "

Event description:
It has been reported "the patient complains of increasing pain in the area of the left hip since the summer of 2020. A skeletal scintigraphy was already performed in the fall of 2020, which revealed a suspected loosening of the shaft. The radiological follow-up now showed a fracture of the left shaft".

Manufacturer narrative:
Reported event: an event regarding crack/fracture, loosening and intraoperative fracture involving an unknown shep stem was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem blood and tissue on it. No conclusive decision can be made based on provided photos. Clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: the patient underwent a tha apparently in 1993. The cemented all-polyethylene cup revised due to loosening in 2015. Unfortunately, heads for the shep stem were no longer available and a custom taper for a bioball delta head was manufactured by another company. The stem was felt stable at the time with proximal osteolysis. In 2021, the shep stem fractured. The proximal portion appeared loose and the distal portion well fixed. The revision surgery was complicated by intraoperative fractures. A root cause for the etiology of the stem fracture could not be determined without additional medical records and/or evaluation of the explant. That said, the cause was likely proximal loosening secondary to osteolysis and resultant metal fatigue through one of the stem fenestrations after 28 years of service. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: clinician review of provided medical records revealed that in 2021, the shep stem fractured. The proximal portion appeared loose and the distal portion well fixed. The revision surgery was complicated by intraoperative fractures. The cause was likely proximal loosening secondary to osteolysis and resultant metal fatigue through one of the stem fenestrations after 28 years of service. However, the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.